Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical.

Event description:
A report was received that the patient was experiencing nausea, heart palpitations, increase in high blood sugar, decrease in serotonin levels, and clicking in the ears that correlates to her using the stimulator. The physician was unsure if the symptoms were device related. The patient underwent an explant procedure. No device malfunction was suspected.